Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 427 mg/dl at the time of incident. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode features was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.